Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable and the reciprocating arm was worn. The motor, sleeve, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone:(B)(6). G2 foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not returned.

Event description:
It was reported that the device the motor turns discontinuously, the motor would randomly stop the event occurred during surgery sometime in (B)(6) 2024. There was no reported patient harm, intervention, additional procedure. A 0-15 minute delay was noted to acquire another device to complete the procedure. Due diligence is complete, no further information is available at this time.